Event description:
Boston scientific received information that the device was not checked for approximately one year. During a recent device check, a message was displayed that battery capacity was depleted. Device replacement was recommended, as therapy delivery could not be guaranteed. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.